Event description:
It was reported that the 3.6x16 mm graftmaster covered stent did not cross to treat the perforation in the heavily calcified, moderately tortuous left anterior descending (lad) coronary artery. A 4.0x16 mm graftmaster covered stent was used to complete the procedure. There were no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.b5: subsequent to the initially filed report, it was noted the device was a 3.5x16 mm graftmaster and not a 3.6x16 mm graftmaster.

Event description:
Subsequent to the initially filed report, it was noted the device was a 3.5x16 mm graftmaster. No additional information was provided.